Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, software version: (B)(4). No patient involved. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that when using the imaging system images transferred over to the navigation system flipped in trajectory 1. However, the orientation was correct on the mobile viewing station. No patient present. New information received: the issue was resolved by technical service being able to manually flip the image to the correct orientation.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. (B)(4). If information is provided in the future, a supplemental report will be issued.